Event description:
It was reported that when the box was opened, the stickers inside did not match the box.

Manufacturer narrative:
(B)(4). This final report is being submitted to relay additional information. Complaint summary: as the product has not been received, the investigation was limited to the information provided; a review of device history records and complaint history. Coob has been confirmed following review of the photographs provided. Product hold ph-2021-00150 has been raised to hold all units within scope. Hhed-2021-00289 has been raised to assess the risk to product in the field. A review of the manufacturing history records confirms no abnormalities or deviations reported. A review of the complaint database over the last 3 years has found 1 complaint reported with the item 650-0660 (initiating complaint). If any additional information becomes available, then the complaint will be reopened and investigated thoroughly. If any further information is found which would change or alter any conclusions or information, a supplemental will be submitted accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it has been discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that when the box was opened, the stickers inside did not match the box.